Manufacturer narrative:
(B)(4). Device evaluated by MFR: the catheter was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn and lot number provided by the customer. The device does was found to have no have visual defects. Functional inspection was performed which found the steering knob and the tension control knob functioned properly on both lock and unlock positions. Dimensional inspection followed. The device only passed the right, and failed the left curve test. X-ray inspection found visible evidence of a broken wire between the tip and ring 1. The distal section of the catheter was dissected. A small amount of body fluid that was found inside. The kevlar wrap was displaced and one of the steering wires was detached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on analysis completed on 10apr2017. It was reported that the steering mechanism broke. During use of the intellatip mifi¿ xp temperature ablation catheter, the physician heard a snap and the deflection mechanism stopped working. The catheter was removed from the patient and the physician discovered the steering mechanism inside the catheter was broken. The procedure was completed with a different device, with no complications reported. However, analysis revealed fluid inside the catheter upon dissection.